Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information the patient experienced painful intermittent stimulation and a "shocking" sensation even when the stimulation was turned off. This was felt at the pocket site and described as "sharp and felt like a shock." Multiple re-programmings and troubleshooting sessions were done with no improvement. The patient finally requested the system be entirely removed. During troubleshooting, they attempted to recreate events as the patient described, but were unable to get the "shocking" sensation. The patient said it usually occurred while she was driving. No short circuits were noted with impedance checks. Patient recovered without sequela.